Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the device was used in the incorrect anatomy. It should be noted that the proglide instructions for use (IFU), states: do not use the perclose proglide smc (suture mediated closure) system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the reported violation of the IFU contributed to the reported difficulties; the investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right superficial femoral artery (sfa) using a proglide after a neuro implant interventional procedure using a 6f sheath. Reportedly, the access site was closed successfully with the proglide device sutures. Approximately five minutes post procedure, it was noted with the doppler that there was no pulse in the leg (cold leg). A vascular surgeon was called in. It was noted that the proglide sutures had captured the back wall or plaque. Access was made in the left common femoral artery (lcfa) and a non-abbott drug coated balloon catheter was inserted. The balloon catheter was inflated and "popped the suture open" and blood flow was restored in the leg. Manual arterial compression was then applied to the original access site in the right sfa and hemostasis was achieved. Additionally, a proglide was deployed and successfully achieved hemostasis in the access site that was made in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.